Event description:
It was reported that the pacemaker, right atrial (ra) lead and right ventricular (rv) lead was explanted due to pocket revision. The reason for the pocket revision is unknown. The pacemaker, ra lead and rv lead were explanted and replaced with a leadless pacemaker. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the pacemaker, right atrial (ra) lead and right ventricular (rv) lead was explanted due to infection. However, the information received indicates that infection was not associated with any abbott product and/or procedure and there was no erosion and vegetation noted on the device and the leads. The pacemaker, ra lead and rv lead were explanted and replaced with a leadless pacemaker. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.